Event description:
It was reported that the motor drive unit was not spinning properly. No case reported; therefore, there was no patient involvement results of investigation revealed a blade stall error which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that the motor drive unit was not spinning properly. No case reported; therefore, there was no patient involvement preliminary results of investigation revealed a blade stall error which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.